Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter stopped working occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed. A review of the share logs was performed and signal loss greater than an hour was found. The probable cause was the patient closing the mobile app which led to signal loss. The reported event of the transmitter stopped working is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.